Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok button has required several presses to obtain a response for the past 3 to 4 weeks. She noted that the ok keypad button feels flat, and does not spring back as expected. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that she wears the pump in her bra or on her pants with a clip.